Event description:
It was reported by a physician's assistant that a vns patient presented at a follow-up office visit with an exposed generator and was being taken back to the operating room for surgery due to the device being exposed. The patient was recently re-implanted on (B)(6) 2010 and was reported to have a normal post-op recovery. The physician assistant denied the presence of an infection and denied issues with the sutures placed originally. The physician assistant does not believe the patient picked at the site and the no dehiscence was present. Furthermore, the physician assistant believed the generator had migrated and the can was exposed from outside the pocket. The patient's generator was explanted on (B)(6) 2010 due to the device eroding through the skin. The generator was not replaced as the surgeon would like the skin to heal before a new device is implanted. Further information was received from the surgeon's office indicating the surgeon refuses to replace the generator as the patient picks at the incision sites. Moreover, information from the surgeon indicates that he plans to re-implant the patient in the back. At the moment, good faith attempts to obtain additional information from the surgeon have been unsuccessful to date.